Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat grade 1 spondylolisthesis and adult scoliosis with fixation at l4-s1. It was reported that the surgeon completed planning the day before surgery and reviewed it prior to surgery; the surgeon was uncertain about placing screws at s1. A clamp platform was chosen for the case based on clinical indication. The manufacturer representative reminded the surgeon to place the clamp at an anterior angle to assist with achieving registration due to the patient's steep lordosis. Registration did require 4 ap images but only 1 obl and segmentation and registration were achieved on first try. The surgeon started instrumentation at s1 left. The surgeon reported the k-wire felt soft at this trajectory. It tested at 30 for neuromonitoring. An image was taken and showed the k-wire breached the anterior wall. The surgeon decided not to place any hardware at s1 and proceeded with l4 and l5. When the screw was placed at right l4 the representative thought it looked slightly crooked but the surgeon viewed confirmation images and felt the screw appeared to be placed to plan. All screws were placed to plan tested at 30 with neuromonitoring. The surgeon was happy with the final images. No patient harm was reported and surgery was delayed less than an hour.